Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the defective latches. The field service engineer recrimped the latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a main door failure. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.